Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Event description:
The user facility reported the 35-year-old male patient was on impella 5.5 support and during support, the patient had several runs of ventricular tachycardia (vt). The patient was given amio and lido. Support continued. Additionally, the long-term outcome and quality indicator (loqi) database reported upon an adverse event for acute kidney injury with relationship to pump being listed as "possibly" related. Loqi states: "creatinine peak at 2.52 in the setting of rv dysfunction and acute tubular necrosis, post lvad. Resolved with effective diuresis under ionotropic support. The patient bridged to lvad.